Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 156 mg/dl within 10 minutes on (B)(6) 2017. Caller reported a separate comparison on the same system on (B)(6) 2017 of 283 mg/dl and 51 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.